Event description:
A us distributor reported that a battery charger had trouble with download.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (trouble with download) was confirmed due to contamination on the battery board. Upon further investigation, the u13 cmos flash microcontroller was internally shorted on the bedside board, causing fault. The charger was unable to recognize the battery pack. The root cause for the contamination was ingress of an unknown liquid. The root cause of the shorted microcontroller was unable to be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.